Event description:
It was reported that the patient presented to the lab for a new atrial lead. It was discovered on x-ray that the atrial lead was dislodged. Poor sensing was also observed. The lead was explanted and replaced. The patient condition was stable pre, during and post procedure.

Manufacturer narrative:
The reported events were dislodgement and sensing issue. As received, a complete lead was returned in one piece for analysis. The reported event of sensing issue was not confirmed. All tines were intact, and no anomalies were noted. Electrical testing, visual inspection and x-ray examination of the lead found no anomalies to the lead body.